Manufacturer narrative:
The device was received for evaluation and was found to be in bvvi due to code corruption and low battery voltage. The cause of code the corruption could not be determined. It was verified that the battery had depleted to eol (end of life) level and that telemetry was normal when above eol level. The implant duration was 9.61 years, which exceeded the device's projected longevity, and is considered normal battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
The device was not able to be interrogated. The device was explanted and replaced. The patient is in stable condition with no adverse consequences.